Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 for vascular issues. The patient remained in the hospital after surgery on his legs for rehabilitation.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.